Event description:
Triathlon was used for a patient in tkr surgery. While implanting surgeon found that the tibial insert locking pin got disengaged while impacting into the base plate.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced h3 other text : device not returned to the manufacturer